Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump alarmed battery out limit and insulin pump was not working. The blood glucose was unknown at the time of the incident. Troubleshoot for battery out limit again customer continuously having battery out limits and she tried to clear them out she stated it was still not clearing. Customer states the pump alarmed during normal use. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, unexpected restart, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. Unit had stripped battery cap coin slot (p).